Event description:
Customer reported that pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by using different wall outlets, adapters, and cables without success. Tandem technical support instructed the customer on proper usage and ultimately decided to replace the pump, confirming warranty status and shipping details. Customer was informed on how to put the pump into storage mode and to return it within 10 days.